Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the monitor would not power up and the green led would not illuminate. The monitor was originally returned for repair due to an arterial srs failure when the power problem was found. Since this event occurred during routine testing, there was no patient involvement during this event.